Event description:
An optometrist reported that a pt wore o2optix contact lenses for 2 days, then removed & discarded. Upon awakening the following morning, she experienced pain, redness & corneal edema, right eye. Care was sought from optometrist, who consulted with an ophthalmologist. Zylet prescribed. No improvement next day, changed rx to vigamox for 24 hrs. No improvement next day. Referred to ophthalmologist same day for suspected iritis. Follow up 2 days later, with optometrist who noted some improvement with no redness or swelling. Follow up visit scheduled in 10 days. Optometrist noted pt did have a lens in the eye which he thought had been under the eyelid for several days & had recentered on the cornea due to use of lens drops. Optometrist confirmed diagnosis of iritis (minimal cells & flare) & that treatment included a steroid (pred forte). Event resolved and lens wear has resumed. No further info has been provided.

Manufacturer narrative:
The report was reviewed by the ciba vision medical monitor with the following conclusion: "this case is considered as iritis." As there was no product returned or lot info provided, no detailed investigation can be performed.